Event description:
A company sales representative reported a malfunction with a commercial laptop computer used to demonstrate the acuity mobile central patient monitoring system. The salesperson's laptop computer would not turn on.

Manufacturer narrative:
The device has not yet been returned for evaluation.